Event description:
It was reported that the device was used in a laparoscopic gastric bypass procedure. The cartridge of device was not loaded correctly. The device was fired on tissue and did not staple but the knife was still deployed. The device was reloaded to complete the case.